Event description:
During the second volt pulsed field ablation procedure in the la, air was aspirated from the sheath and st elevation was noted on ECG after the volt catheter was inserted. The agilis sheath was replaced and the volt catheter was inserted straight with the agilis handle below patient level. Air was aspirated from the second sheath as well. There was no further st elevation. The physician was able to turn the agilis angle with the irrigation port 360 degrees while aspirating with a 2 ml syringe to reduce vacuum pressure. No intervention was performed. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The product's lot number could not be obtained, therefore, the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.